Event description:
The customer reported that the paramedics were called due to low blood glucose levels between 40 and 46 mg/dl. The customer also reported that she was hospitalized last winter due to a low blood glucose reading of 7 mg/dl. The customer could not recall the exact date of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.